Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inner screw didn't fit during the surgery. Surgeon saw the breakage of internal thread of screw's head. Surgeon had to remove the broken screw, and used the new one during the surgeon. The time of surgeon was prolonged.